Event description:
Patient presented to the physician with a possible infection at the neck incision site. On examination, small, erythematous pustules were noted, consistent with cellulitis or phlegmon. Physician prescribed antibiotics. Patient returned for a follow-up appointment with improvement.

Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the chest incision site. Physician brought the patient into the or, obtained wound cultures, removed the ipg, irrigated the pocket with antibiotic solution, repositioned the stimulation lead, reinserted the ipg, re-secured both components, and closed the incision. The patient was discharged with antibiotics. Wound culture later returned positive for mssa infection. Due to the confirmed infection, the physician brought the patient back to the or one week later and removed the entire inspire system.